Event description:
Abscess. Pt has a diagnosis of ulcerative colitis initially made in 2/99 and has been on prednisone since the time of the diagnosis. The pt has previously undergone therapy with imuran in addition to increasing prednisone dose to 50 mg daily. However, due to a recurrent flare of pt's ulcerative colitis pt was admitted to the hosp on 2/10/00 for intravenous steroid and heparin therapy. The pt showed no signs of improvement and was scheduled for surgery and in 2000 pt underwent a restorative proctocolectomy with construction of ileal j pouch, ileal pouch-anal anastomosis and loop ileostomy. A total of seven sheets of seprafilm (lot # 363201) were placed at the following sites: right and left abdominal sidewalls, pelvic floor, small bowel, under the abdominal incision and at the ostomy site. On 3/21/00 the pt was admitted to an outside hosp with complaint of fever, chills and sweats for 4 days. X-ray demonstrated right lower quadrant abscess. In 2000, the pt underwent CT guided drainage of the abscess with the drain left in place. Five days later, the pt underwent another CT guided drainage leaving the new catheter in place more anteriorly than the previous catheter. The initial catheter was removed. The pt was transferred to another facility. Pt continued on IV antibiotics until 4/1/00 when pt was switched to oral antibiotics. Pt was discharged from the hosp on 4/2/00 with the drain in place, and was instructed to remain on oral antibiotics for 2 more weeks. The pt has reportedly recovered without sequelae and the physician has stated the event to possibly be related to seprafilm. Imuran therapy, intravenous steroid and heparin therapy, restorative proctocolectomy, construction of ileal j pouch, ileal pouch-anal anastomosis, loop ileostomy.